Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), migraine ("migraines") and menorrhagia ("heavy menstrual periods"). The patient was treated with surgery (on (B)(6)2014 she underwent a total hysterectomy). At the time of the report, the abdominal pain, urinary tract infection, migraine and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia, migraine and urinary tract infection to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.